Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support regarding ilet pump dosing behavior after waking to a blood glucose of 186 mg/dl, noting that the pump had stopped dosing for several hours when glucose was around 70 mg/dl and that multiple dinner meal announcements had been entered in a short timeframe. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included review of uploaded device reports and user history, as well as troubleshooting and education on meal announcements and algorithm behavior. Investigation of this case revealed appropriate automated insulin suspension at low glucose and that clustered meal announcements used as corrections influenced insulin on board and subsequent dosing decisions consistent with algorithm design, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with therapy settings and meal announcement behavior impacting expected closed-loop dosing.